Event description:
During a coronary stent procedure, the shaft of the liberte' monorail stent delivery system broke. The lesion being treated was a 90% stenotic lesion in a moderately tortuous lad. The physician was experiencing difficulty advancing the liberte' monorail stent delivery system to the target lesion. Upon withdrawal, it was noted that the shaft had broken. The device was removed without incident and the procedure was completed with another liberte' monorail stent. No patient injuries or complications were reported. Patient status is listed as "fine".